Event description:
It was reported that during follow up variable thresholds were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tubing overlay was melted and the lead was damaged at implant. Product: d364trm implantable cardioverter defibrillator implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary #us: performance data collected from the device was analyzed. There were no anomalies found.